Manufacturer narrative:
The analysis of the interface (umbilical) cable was completed by medtronic personnel. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the interface (umbilical) cable of the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has been received by the manufacturer for evaluation. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system was intermittently losing connection with the viewing station of the imaging system. It was reported that the system was powered on and the cable was connected. Troubleshooting found that the interface (umbilical) cable was damaged and that the ups was intermittently changing into a fault mode. Replacement of the two components restored functionality. There was no patient present when this issue was identified. No additional information was provided.